Event description:
Prior to implant, low battery voltage was noted on the device. The device was replaced to resolve the event. No patient was involved.

Manufacturer narrative:
The customer complaint of battery longevity/data anomaly was not confirmed. The battery indicator showed that the battery voltage was within normal range when it was received. After review of the device image, the battery usage since exiting the shipped settings correlates with the battery indicator display. Further analysis was performed and no anomalies were found. The longevity assessment was performed and device was within normal range of operation with appropriate remaining longevity.